Event description:
Teh product was used during a lung biopsy procedure. Reportedly, the device was applied on thick and hard tissue. The tip of the jaws might have been slightly open. The staples did not form properly when fired. The surgeon applied another device to resect the malformed staple lines. The pt's status is satisfactory.